Event description:
It was reported that the pulse generator exhibited backup vvi operation when still in box. The device was not opened and another device was implanted. The patient was not involved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis confirmed the reported complaint. The root cause could not be determined. (B)(4).